Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side "pain", "capsular contractures, unknown baker grades", "swelling", and exchange of textured devices due to concern with product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold, wear abrasion, white calcification in the shell, overweight and red particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior and anterior assessed as surgical damage. Creases are observed but have no relationship with manufacturing.

Event description:
The device has been explanted.